Event description:
It has been reported to co that the dilator failed to advance through the sheath. The device was removed and replaced. The patient status is satisfactory. The device is being returned for co's analysis.